Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw was stripped during delivery. Patient will have to return for a new iunihg screw. No patient impact reported. Tooth #30.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was perform using applicable instruction for use, risk files and other available information. Functional testing could not be performed since the product was not returned. No pre-existing conditions were noted on the per. The device was intended for tooth #30. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: damaged drive feature). Based on the available information, device malfunction and the reported event could not be verified. Device not returned.

Event description:
No further event information available at the time of this report.